Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list device embolization as a potential device and procedure-related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close a patent foramen ovale. During deployment, the occluder pulled through the defect and was removed. The physician then selected a 37mm gore® cardioform asd occluder. The device was deployed and locked. The occluder appeared stable and was subsequently released. During device assessment, the occluder slipped off the septum into the left atrium and embolized to the descending aorta. The occluder was snared without issue. At this point, the physician took some defect measurements with echocardiography, and a 48mm gore® cardioform asd occluder was then implanted with no adverse effects.

Manufacturer narrative:
An echocardiographic image was provided for evaluation. The image revealed the occluder had dislodged from the septum and floated to the left atrium.